Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was not confirmed the device was returned and evaluated against the complaint. The instrument had a field usage life of approximately 5 years and 9 months. The strike plate shows expected wear. The blue sleeve was not returned for evaluation. The reported issue of the blue plastic cap was cracked could not be confirmed. The insertion feature on returned device noted minimum epoxy residue. With the information provided it cannot be verified if the missing sleeve, minimum epoxy occurred during the cleaning prior to return for evaluation. DHR was reviewed and no discrepancies were found. Review of complaint history determined no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source, foreign ¿ events occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a procedure the sleeve at the tip of the inserter was fractured. The implant thus could not be assembled properly with the instrument. Attempts have been made and additional information on the reported event is unavailable.